Event description:
Nellcor puritan bennett received a call from a representative of health care partners on 10/12/ health care partners called to report the following problem: vent gave setting error and locked up when placing on pt.